Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicated that this lead broke off during the removal process and was not able to get the entire lead. Hence, this lead was partially abandoned. There were no additional adverse patient effects reported.